Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/6/2021. H.6. Investigation: four mz1000 china samples were received without packaging for investigation; residual fluid was present within the samples. The customer feedback indicates the affected samples are from lot 20096105. Additionally one unknown extension set was returned to assist the investigation. A visual inspection of the mz1000 china samples identified a crack at the edge of the female luer adaptor in each instance; leakage was observed from the crack during a flush through of each sample. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; during the investigation no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 20096105 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause could not be determined in this instance.

Event description:
It was reported that 4 maxzero needleless connectors had cracks in them. The following information was provided by the initial reporter, translated from chinese to english: "the infusion connector is used in the bone marrow transplant chamber of the department of hematology. The infusion connector is connected to the beijing forte extended infusion set. The patient cannot go out of the chamber when changing the medicine. The nurse pulls up the infusion set to replace it. Recently, the infusion connector interface often appears cracks".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 maxzero needleless connectors had cracks in them. The following information was provided by the initial reporter, translated from (B)(6) to english: the infusion connector is used in the bone marrow transplant chamber of the department of hematology. The infusion connector is connected to the beijing forte extended infusion set. The patient cannot go out of the chamber when changing the medicine. The nurse pulls up the infusion set to replace it. Recently, the infusion connector interface often appears cracks.